Manufacturer narrative:
Case (B)(4). The device was not returned for evaluation but a device history review was obtained for lot number 79143. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
It was reported , on (B)(6) 2018 a (B)(6) year-old male patient underwent a pvi procedure/laam. Patient was heparinized before the implant of the clip. At first the physician decided not to perform mvp based on the results of the tee. Post implant of the clip ach145 clip, bleeding was observed from the laa where it had been gripped with forceps for positioning. The physician sutured the bleeding site, but the bleeding was not controlled, patient was put on pump. The physician performed incision to the left atrium through the right side, and then he sutured the laa from inside the left atrium and decided to perform mvp. For this reason, this case was delayed for one hour. The physician stated that the clip was placed at the base of the laa. No additional adverse patient effects were reported. The patient was stable after the surgery.